Event description:
Ethicon endo-surgery enseal laparoscopic tissue sealer g2 was being utilized according to MFR's recommendations. During its use, it was noted that the distal portion of the black insulation had begun to peel from the instrument. FDA safety report ID# (B)(4).